Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer¿s blood glucose level during the incident was 115 mg/dl. Troubleshooting was performed. The displacement test and manual prime were both successful. Additionally, the customer reported an off no power while troubleshooting. The customer did not receive a low battery alert prior to the off no power alert. The battery cap was damaged. The insulin pump will not be returned for analysis.